Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, de novo lesion in the mid left anterior descending coronary artery. A 3.0x23 mm xience v stent was deployed and a dissection was observed. A 3.0x18 mm xience v stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.